Event description:
The hcp indicated that "a couple of years ago" the patient's pump motor stalled did not start back up after an MRI (magnetic resonance imaging) procedure. The pump was explanted. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received further that a motor stall was confirmed as noted in event logs with no motor stall recovery recorded. It was noted that the patient ended up going home after several hours of the stall not recovering. It was reported that the patient came back to have the pump interrogated that same day after the magnetic resonance imaging (MRI). It was noted that later that evening the patient went into withdrawal and ended up in the emergency room. It was also noted that the pump was interrogated for the next 3-4 days and then the patient went into "full blown withdrawal". It was unclear as to which time the withdrawal occurred. It was indicated that the cause of the event was due to the MRI, the motor stall never recovered and the pump was replaced. It was reported that after pump replacement the patient was fine and was receiving effective therapy. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model 8709, lot# l62216, implanted: (B)(6) 1999, explanted: unk. Accessory: model 8575, lot# j12306r, implanted: (B)(6) 2005, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).